Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working few days ago and customer think insulin leaked out into compartment. Blank display. Customer stated that the it worked for few minutes it rewound then piston would not move up and screen disappeared. No harm requiring medical intervention was reported. The device will not be returned for analysis.